Event description:
During service activity related to a field action, a ge healthcare field engineer identified that the system generated abnormal noise during radial detector motion. No detector fall event and no injury occurred.

Manufacturer narrative:
This issue was identified as presenting a different failure mode than the one identified in MDR number 9613299-2013-0001. Noise in itself does not compromise the structural integrity of the component and; therefore, does not introduce a hazardous situation. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.